Event description:
The patient¿s discharge summary was received by the manufacture for review. The cause of death appears to have been respiratory failure following a previous admission and treatment for pneumonia. The patient was admitted in a hypoxic condition with minimal improvement. He was listed as do not resuscitate/do not intervene, so palliative measures were taken before the patient passed away. No additional pertinent information has been received to date.

Event description:
An online obituary search revealed that they passed away. The patient reportedly died in a hospital. The generator and lead device history records were reviewed and showed that all specifications were met prior to distribution. No additional pertinent information has been unsuccessful to date.

Event description:
Communication from the servicing funeral showed that the patient's vns was not removed at the time of preparation. No additional pertinent information has been received to date.